Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin reaction. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with a nurse at (B)(6) on (B)(6) 2026 with an allergic reaction that developed at the infusion site (leg) while wearing the pod between 25 and 36 hours. It was reported that the patient has had reactions to multiple pods since (B)(6) 2026, however did not seek medical attention until (B)(6) 2026. The patient reported that the reaction causes itching, dry skin, blisters, redness, rash, irritation and pain. As treatment, the patient was prescribed oral chlorpheniramine to be taken 4 times a day for 2 days and then once in the evening for the remaining days (number of remaining days not provided). The patient was also prescribed medi-derma cream to be applied topically prior to pod application and hydrocortisone cream to be applied topically after pod removal. The patient communicated with the nurse via email on (B)(6) 2026 with an update regarding their skin reactions at the pod site; at this time the nurse switched the insulin the patient was using from novo-rapid (insulin aspart) to lyumjev (insulin lispro), however this did not improve the skin reactions. The patient then visited the nurse again in person on (B)(6) 2026, the nurse then suggested that the patient discontinue use with the pod and use a manual insulin pen, however it has not been confirmed if this action was taken by the patient.